Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. What do you mean by aval for the reason for revision? Or do mean alval? Yes alval ¿ typo sorry. 2. Were all pieces of the device broken retrieved from the patient? Yes all retrieved. 3. Was surgery time extended? No. 4. Was the liner manufactured by depuy and was revised? If yes, please provide product and lot number even it was not revised. Yes, roduct code unavailable as we discountinued the asr.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, d9, h4, h5, h7, h9. UDI : (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d3, d10, g1, h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device could not confirm the reported complaint against this device. The root cause could not be determined. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Therefore, if lot codes are provided, no DHR (device history record) review or complaint database search for this individual asr component will be carried out at this time.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had metal on metal hip revision due to aval/ implant breakage - neck junction. Doi: unknown; dor: (B)(6) 2021; hip unknown.